Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample reacted negatively in antibody screening test on bench. The same patient sample reacted positively in antibody screening and identification test on tango optimo. The patient sample that had caused false negative test results was sent to us for investigational testing, but none of the supposedly defective product has been returned. Therefore our quality control laboratory tested the patient sample with the retained sample of anti-igg in the tube technique and yielded very weak positive and negative results. Further testings on tango optimo yielded an anti-c. The existence of this antibody could be confirmed in the enzyme technique on tango optimo. Furthermore the retained sample was tested with different weak positive and negative samples and controls. All positive and negative results were correct. We did not observe any false negative reaction. Testing of our quality control laboratory confirms the weakness of the missed antibody. There is a relevant hint in the instruction for use: negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies. Testing by our quality control laboratory confirmed the allegedly defective lots of anti-igg function correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer complained that they yielded false negative reactions with ahg anti-igg during manual testing. This apparently happend infrequently during the last three weeks but the customer was not able to provide the date of events. So we took (B)(6) as the date of event because the customer called again on that day to state that a false negative reaction reoccured.the customer had returned the patient sample but not the supposedly defective product. Therefore our quality control laboratory is testing the retained sample of the allegedly defective lot of anti-igg. These tests are still ongoing. We will send in our final report on this incident as soon as we receive the results from our quality control laboratory.

Manufacturer narrative:
This is our initial report for this incident.